Manufacturer narrative:
The devices involved in the event will not be returned for evaluation , they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated stent graft was implanted to treat an abdominal aortic aneurysm. Approximately 5 years later the patient was admitted to ER with unrelated issues to the aaa. CT revealed that the proximal extension is well below the distal neck resulting in a type 1a leak.

Manufacturer narrative:
Clinical assessment was performed based off the provided medical records. The reported type ia endoleak was confirmed. The reported event of urgent presentation to the emergency room was unconfirmed. In addition, clinical assessment determined that there was evidence to reasonable suggest sac growth (15mm/59month), and migration of the afx infrarenal aortic extension (10mm/59month) occurred that were not included in the event as reported. Contributing factors to the type ia endoleak are most likely due to the cuff migration. The cuff migration is most likely due to the aortic remodeling. Clinical assessment was not able to determine the procedure related harms. The final patient status was not reported post the secondary endovascular procedure. Based on the reported event and provided medical records a definitive root cause was unable to be determined. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.